Manufacturer narrative:
D9/h3 - the backup battery returned for evaluation. The reported event of a backup battery fault alarm was confirmed via the submitted log file and evaluation of the returned backup battery (serial number: (B)(6). The submitted log file contained approximately 7.5 days of data (28jun2023 ¿ 06jul2023 per the timestamp). Backup battery fault alarms associated with backup battery in use faults and backup battery circuit faults activated throughout the log file each time the black power cable was disconnected. The alarms resolved each time the black power cable was reconnected to an external power source. This sequence of events is consistent with the backup battery not detecting the voltage on the white power cable. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Visual inspection of the returned backup battery revealed that pin 11 was bent. This would prevent the pin from properly connecting to the backup battery connector on the system controller, which would result in the backup battery not being able to detect the voltage on the white power cable. The bent pin was straightened. After straightening the bent pin, the backup battery was functionally tested and operated as intended without any issues or atypical alarms produced. The reported backup battery fault alarm was determined to be due to a bent pin on the backup battery; however, the root cause of the pin becoming bent could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for, maintain, and store all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller had backup battery faults. The emergency backup battery (ebb) was reinstalled and the ribbon was checked, but the alarms persisted. Log file analysis confirmed intermittent backup battery faults over the course of the file. The ebb was exchanged which resolved the issue.